Event description:
It was reported that pump experienced malfunction alarm. The customer's blood glucose (bg) level displayed "high" however, the specific value was not known. At the time of the call with tandem technical support, customer had drank water to address elevated bg, but no other actions had yet been performed to lower bg level. Customer was guided through pump reset, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.